Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture and granuloma and ¿siliconomas visualized in two axillary lymph nodes¿ diagnosed by mammography and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration/granuloma. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices observed in the photo. A device appears to be intact, and the other have an opening, both devices without labeled by side explanted it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture and "siliconeomas in lymph nodes". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma : unable to observe since it is a medical event and is not related to the device. Silicone migration : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Lump/nodule -ndr : not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture and granuloma with ¿siliconomas visualized in two axillary lymph nodes¿ diagnosed by mammography and ultrasound. Healthcare professional also reported ¿nodular tumor in right breast at axillary level¿ (not device-related) and ¿painful to palpation¿. Device has been explanted and replaced with a non-allergan device.